Event description:
Litigation alleges patient has suffered extreme pain in hip, causing difficulty ambulating and sleeping. After receiving the pinnacle, patient learned that the device was failing and releasing metal ions into the body.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revised for pain and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint (B)(4). Litigation alleges patient has suffered extreme pain in hip, causing difficulty ambulating and sleeping. After receiving the pinnacle, patient learned that the device was failing and releasing metal ions into the body. Doi: (B)(6) 2006 - dor: none reported (left hip). **patient is a resident of ia. Update 12/14/2011 received der that includes dor, prod codes, description of event: painful hip, loose femoral component at bone/cement mantle, unknown mfg cement, osteolysis noted. Update: (B)(4) 2017: pfs and medical records received. There is no new allegation. After review of medical records for the MDR reportability, patient was revised to address aseptic loosening and left tha. Operative findings reported of loosening at the femoral component and cement mantle, greater trochanter was found fractured and the metal liner was slightly eroded. CT scan showed that the proximal femur was noted to have lucency along the entire shaft of the femoral component. X-ray showed osteolysis around the femoral prosthesis and concern for loosening. Clinic visits reported of discomfort and progressive pain. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.